Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 177253: 110 items manufactured and released on (B)(6) 2018. Expiration date: (B)(6) 2023. No anomalies found related to the problem. To date, 68 items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0 reference 01.29.209 (k112115) lot 176832: 137 items manufactured and released on (B)(6) 2018. Expiration date: (B)(6) 2023. No anomalies found related to the problem. To date, 104 items of the same lot have been already sold without any similar reported event.

Event description:
Ten days after primary the surgeon revised the patient for hip dislocation. The reason of dislocation is unknown. The surgery was completed successfully.

Manufacturer narrative:
On the 2nd july 2018 the supplier of the ball head reported: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations cannot be done.